Manufacturer narrative:
Analysis of the fiber revealed the fiber was broken into two pieces. It was noted that the fiber did not break when tested on the bend radius test fixture. The rfid scan revealed that the number of treatments on the laser (11) was over the limit of approved/allowable treatments (10) and should not have been attempted to be used in a procedure. The break that was observed in the fiber that was returned was likely the result of user mishandling as there was no evidence of charring at the break point in the fiber which indicates that the fiber was broken when no laser energy was being transmitted through the fiber. It is likely that the break occurred due to a mechanical force such as bending or coiling the fiber beyond the manufacturer recommended minimum bend radius (7mm) during the sterilization events or setting up for a procedure. Dornier fibers are fragile and must be handles with utmost care by the user.

Event description:
"The customer complained that a fiber was broken during operation and told us that it might be defective." "We observed that a concerned fiber was broken at around 2000mm from the tip of the sma pin. We also connect the fiber to a laser machine and found that the fiber was used 11 times. Despite the number of usage, we would like you to conduct a further investigation, so that we explain to the customer why this incident occurred as our customer accountability."